Event description:
An olympus representative reported to olympus, in behalf of the customer, that the tip of the resection sheath, 24 fr. Broke off during laser enucleation of the prostate procedure and fell into the patient's bladder. The tip was not retrieved and a separate procedure was planned to retrieve it. There was no further harm or user injury reported due to the event.